Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead has had elevated thresholds in the past, but has been within acceptable limits on recent trends. The lead remains in use. The patient is a participant in the adaptresponse clinical study. No patient complications have been reported as a result of this event.